Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #:m-5491-02, serial #: (B)(4). Pentaray navigational eco catheter, model #: d-1282-10-s, lot #: 17403633l, c3 coronary sinus refstar ¿ deflactable catheter, model #: d-1285-01-s, lot #: 17355325m. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a heart block av third degree requiring a cardiac pacemaker insertion. During the procedure, the patient went into complete heart block. The patient received a bi-ventricular permanent pacemaker and was reported to be in stable condition. The patient required extended hospitalization for the permanent pacemaker insertion. The patient's outcome was improved after the pacemaker insertion. The physician's opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a heart block av third degree requiring a cardiac pacemaker insertion. During the procedure, the patient went into complete heart block. The patient received a bi-ventricular permanent pacemaker and was reported to be in stable condition. The patient required extended hospitalization for the permanent pacemaker insertion. The patient¿s outcome was improved after the pacemaker insertion. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality was tested on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.